Manufacturer narrative:
Lead model 3889-33 lot# v645573 implanted: (B)(6) 2011 explanted: na, programmer model 3037 serial# (B)(4).

Event description:
It was reported that the patient started exercising two weeks after implant. The patient was doing jumping jacks and felt a change stimulation. Stimulation was more in her backside, and not in the front where she had felt it before, and the patient was no longer receiving incontinence relief. It was noted that the patient also had a urinary tract infection, which could have been the source of the incontinence. An x-ray was taken and showed that the lead was in the same position that it was immediately after implant. The patient was reprogrammed to use the electrodes with the lowest impedances and noted a good response. The patient did not require hospitalization, there was no patient injury, and the patient recovered without sequela.